Manufacturer narrative:
H11. Additional manufacturer narrative- the liner that was reported in the initial MDR is the concomitant, the suspect device is an unknown femoral stem. H7 & h9 were listed for the liner, not applicable to the femoral stem. H6. Investigation results: device(s) not available for evaluation. Serial and/or lot identification number(s) of named device(s) not provided. The devices were not available for evaluation and images/pre-revision radiographs were not provided with the complaint submission. The catalog and serial number for the revised femoral stem was not provided and could not be located from a search of exactech sales data. The occurrence rate is considered ¿very low¿. Manufacturing data for the femoral stem could not be reviewed because the serial number/lot number for the femoral stem was not provided. The revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening and likely contributed to the reported osteolysis. However, the femoral stem loosening and osteolysis cannot be confirmed as the device was not available for evaluation and no images/radiographs were provided at the time of this evaluation. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added.

Event description:
The patient was transferred to pacu in stable condition.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added.

Event description:
The patient was transferred to pacu in stable condition.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2018. Approximately 5 years and 1 month after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: loosening of femoral component significant and deep synovitis was resected around the acetabular component. The shoulder of the implant was cleared of synovitis, scar and cement. There was known osteolysis behind the cup in the screw tract and at the dome hole which was debrided with a curette.

Manufacturer narrative:
Pending investigation.